Manufacturer narrative:
Other text: b5: additional information received via email on 04-oct-2021 and attached to complaint: event occur on in house testing facility. No patient involved. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion sensor) seal had a bubble and one side of the air detector has a dent. The customer stated problem was duplicated. Noticed that one side of the air detector was damaged and failed testing. The air detector was replaced. The cause of the reported problem was traced to customer manipulation of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant air in line alarm with a primed set. No adverse effects were reported.